Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a 24mm watchman flx closure device and delivery system (wds) was inserted. During deployment of the wds in the laa, st segment elevation was noted via telemetry in the inferior leads. The patient remained hemodynamically stable. Imaging was reviewed and no pericardial effusion or air was visualized. The wds was released. Diagnostic left heart catheterization was performed to evaluate for air embolism and thrombosis, neither of which were revealed. The st segment elevation self-resolved but reappeared transiently during re-evaluation of the circumflex artery with contrast injection during the left heart catheterization. The st segment elevation self-resolved shortly after the contrast injection. The patient reported chest discomfort during the st segment elevation, which resolved by the end of the left heart catheterization procedure. The patient was transported out of the operating room in stable condition. Patient expected to be discharged later that day.